Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please clarify the device issue: did the loop break during the procedure? Or did the loop fixation fail to engage in the tissue during usage? Status of device return / follow-up. Response: the pa said there was no loop on 3 packages. Yes, it was noticed during the case note: events reported in 2210968-2020-04613, 2210968-2020-04616, and 2210968-2020-04617.

Event description:
It was reported that a patient underwent a vascular thoracic procedure on an unknown date and a barbed suture was used. During the procedure, the loop continued to come lose when pulling tight. It was stated that there was no loop. The procedure was completed with another like device from a different lot. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/29/2020. Additional information: d4, d10, h4. Representative samples returned to support investigation of multiple device issues captured in reports 2210968-2020-04613, 2210968-2020-04616, and 2210968-2020-04617. Analysis results have been included in follow-up reports for each. H3 evaluation: an empty opened box, three empty opened foils and five unopened samples of product were received for analysis. During the visual inspection of five unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were noted to be as expected. The suture was examined, the barbs were present along the strand and the loops were as expected. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the samples condition, no performance fixation feature breakage was found on the samples.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 06/29/2020. Additional information: d4, h4.